Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. The instrument was discarded. Codes b18, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a cranial resection procedure. It was reported that the site placed the pointer on the tip of the nose and it indicated that they were inside of the cranial vault. The estimated amount of inaccuracy observed was 10 mm. Once the inaccuracy was discovered, the accuracy was restored twice using checkpoints taken before the start of surgery. It was noted that navigation was discontinued. To continue with the procedure, the implant had to be registered several times in order to complete the surgery. There was no surgical delay and no impact to patient outcome.